Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak path in the returned infusion sets is unconfirmed because the problem could not be reproduced. Two 22 ga x 0.5 in. Safestep infusion sets with y-sites were returned for evaluation. During functional testing of each luer for each returned infusion set, pressurization of the devices during infusion of water using a 12 ml syringe revealed no leaks throughout the returned safestep infusion sets. Water was aspirated into each device with no obvious leaking of air. Because leaks in the infusion sets could not be found during functional testing, the complaint of a leaking infusion sets is unconfirmed. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by the customer when the device was primed with saline solution prior to use, air was aspirated and air contamination was found. There was no reported patient involvement. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer when the device was primed with saline solution prior to use, air was aspirated and air contamination was found. There was no reported patient involvement. It was reported this occurred with two devices. This report addresses the first device.